Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing noise resulting in auto mode switch episodes, which caused inhibition of atrial pacing. Isometrics could not be reproduce the noise. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.